Event description:
Reportedly, the physician who has many expeiriences doing radio-frequency ablation (rfa) with cool tip, tried to approach the site of ablation. At that time, he felt that the sharpness of needle was unusually dull. The needle broke completely at the root of the electrode before the needle reached the liver. The physician changed to a new needle and finished the procedure. This was a re-processed needle.